Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, a ruby coil broke in half inside the microcatheter. The broken ruby coil was safely removed from the patient and the procedure was completed using new ruby coils. There was no report of an adverse effect to the patient.